Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the absorb scaffold was implanted in the left anterior descending (lad) artery 6 months ago. The patient returned on (B)(6) 2016 with acute pain. Angiography identified thrombosis inside the scaffold as well as in a non-abbott drug eluting stent that had been implanted in the right coronary artery (rca). The thrombosis was aspirated and an unspecified metal stent was implanted for treatment. It is unknown if the patient was compliant to the dual antiplatelet therapy (dapt) after the procedure. No additional information was provided.